Event description:
Patient was scheduled for peripheral intervention for dvt of the left lower extremity using a 16mm x 4cm, 75 cm xxl balloon catheter. When removing the inflated balloon, the balloon sheared off in the left iliac vein. Physician attempted to retrieve the balloon material using a snare, but was unsuccessful. The procedure was ended and the pt was transferred to the ICU. Later that same evening, the pt was returned to the cardiac cath lab where the physician again attempted to snare the balloon material using a snare and again was unsuccessful. The physician then placed a self-expanding stent in the vessel successfully trapping the balloon material against the vessel wall. The patient was transferred back to the ICU in stable condition.